Event description:
It was reported the physician was unable to steer two different leads due to pt's anatomy and scar tissue. The case was abandoned after one hour. Note both leads were from the same lot number.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.